Event description:
It was reported that an ilet user experienced fluctuating glucose readings, with the ilet showing 164 mg/dl while a dexcom g7 and a confirmatory fingerstick measured 148 mg/dl; the user calibrated the ilet with the fingerstick value, and calibration was accepted. Symptoms included episodes of high glucose and concern about exercising with a glucose of 91 mg/dl while insulin delivery was paused. Outcomes included self-management with monitoring advice and recommendation to treat potential lows with fast-acting carbohydrates as needed, as well as education on meal announcements after a missed meal announcement. Investigation included review of user-reported data and screenshots and provision of training resources for device use and meal announcement practices. Investigation of this case revealed no device malfunction was identified, and the event was consistent with expected sensor-to-fingerstick variance and user behavior related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user-related, including calibration alignment and missed meal announcement contributing to glycemic variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.